Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad was damaged; the patient later explained that the down and ok buttons were intermittently responsive to button presses but stated that the keypad was intact. The patient reported wearing the pump in a pocket and the patient did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok, down arrow and up arrow keypad buttons had intermittent response. The contrast button had normal response. None of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the contact.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.